Event description:
Physician reported an intracapsular rupture. Right side. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, an intracapsular rupture. Right side. Device has been explanted.

Manufacturer narrative:
Continued e1: additional email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. An analysis of the returned device identified, underweight, red particles in the shell, and broken shell. A visual and microscopic analysis was performed which identified, sharp broken on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: a sharp pattern on posterior of broken device assessed, as an unidentified (tear) opening.